Manufacturer narrative:
Calibration and qc were acceptable. The field service engineer (fse) found there were clot alarms at the time of the event caused by poor sample quality. The fse verified proper instrument operation and adjustments. Product labeling states: "incorrect results may occur due to foam, fibrin clots, films, or air bubbles in reagents or samples. Avoid the formation of foam, clots, and air bubbles in all reagents, samples, calibrators, and qc material." The customer resolved the issue by re-running the affected sample and receiving the correct result. The investigation determined the issue identified by the fse was the root cause of the event.

Manufacturer narrative:
Na.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for glucose hk gen.3 (gluc3) on a cobas 8000 c 702 module. The initial result from the c702 module was 36 mg/dl. The sample was repeated on the same module with a result of 251 mg/dl. The customer also repeated the sample on a different c702 module with a result of 249 mg/dl. The repeat results were believed to be correct. The questionable low result was not reported outside of the laboratory. The gluc3 reagent lot number was 47113301 with an expiration date of 30-jun-2021.